Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure, stent damage occurred. The lesion being treated is unknown. The physician predilated the lesion and attempted to implant a 3.5x16mm liberte bare metal stent. There was difficulty crossing the lesion. The physician removed the device and noted that the stent edge was lifted. The procedure was completed with a different device. There were no reported complications and the patient condition is stated as good.